Event description:
It was reported that the patient presented to the hospital after an episode of syncope and a fall. The right ventricular lead was noted to have high impedances paces triggering a lead warning and a polarity switch. The lead was found to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 implantable pulse generator (B)(6) 2009. (B)(4).